Event description:
Customer stated the devices would not turn on. Upon evaluation, it was found that the 2nd and 3rd contacts were blackened on the device. The base also appeared to have melted plastic. A request was made for the return of the suspect device and replacement product was sent.